Event description:
During meeting with co rep, surgeon reported that after application of three 11 mm titanium alloy cranial fixation devices, top cap of one fixation device had been detached from the post and bottom cap. Surgeon determined that pt safety was not affected and made the decision not to remove the remaining portion of the device or the other intact devices.